Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, and pairing remained unsuccessful after the user replaced the sensor and reattempted setup until guided troubleshooting prompted toggling sensor settings and installing an available software/firmware update, after which the sensor connected. Symptoms included no glucose data availability due to loss of cgm pairing with no clinical symptoms reported. Outcomes included temporary interruption to automated dosing with subsequent restoration of cgm data following connection and update. User support included user-guided troubleshooting, verification of device connectivity, and installation of the recommended software/firmware update. Investigation of this case revealed a connectivity issue between the cgm and ilet that resolved with reconfiguration and software/firmware update, consistent with a pairing communication problem rather than a hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was software-related pairing behavior corrected by firmware update and re-pairing.